Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displays a low battery message after an hour of monitoring.there was no reported adverse patient impact